Event description:
Philips received a complaint on an mx40 patient wearable monitor indicating the spo2 measurement turns off without user interaction, resulting in missing data and missed decline of the patient. The device was in clinical use at the time the issue was discovered. There was a delay in care and the patient was transferred to critical care.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The customer found the cause of the spo2 issue was that the spo2 probe had been displaced from the patient. The mx40 was function checked by the biomed and returned to service. Based on the information available and the testing conducted, the cause of the reported problem was the spo2 sensor being displaced from the patient. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.